Event description:
The wire within microcatheter was found broken during prep of the catheter. The catheter was removed and replaced with no reported harm to the patient. Manufacturer response for microcatheter, 2.8fr distal od x 155cm direxion hi-flo torqueable microcatheter, bern tip, 0.02 (per site reporter). Mfg [manufacturer] notified by site.